Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sept2019. The product support engineer (pse) advised that if code is intermittent, the 2.30 sw upgrade may resolve issue. If it is constant, then a speaker or cpu may be faulty. The customer to troubleshoot further. The pse emailed new service manual, respilink instructions, and sb related to 2.30. The customer decided to have an philips fse come onsite to evaluate and repair the device. The fse opened the device to check if speakers were fully seated. Reseated both speakers and checked all internal connections. Turned device back on and no alarm failure code popped up. Restarted device multiple times over a long period of time and no code appeared. Seems to have cleared itself. Customer was satisfied and device is set to be returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated a primary-test failed (1102) error message. No patient involvement.